Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, after which the cgm error did not reoccur, and the sensor session was successfully initiated.